Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2008; 383059 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection approximately two months post replacement of the implantable cardioverter defibrillator (ICD). The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.